Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available. This report represents all info known by the reporter at this time.

Event description:
The facility reported to a pump with failure code 570:320:844:0000. This failure code occurred during bio-med testing. There was no pt injury or medical intervention necessary.according to the hosp representative. No add'l contact info is available.